Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil prematurely detached inside the microcatheter during the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, the coil was advanced slowly and gently without applying excessive force, no torque was given where advancing the delivery wire, and no resistance was encountered inside the catheter shaft. While there are a number of potential causes for the reported event of the main coil prematurely detached/separated during use, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during p-avm treatment, the subject coil was selected after three coils had already been implanted. The subject coil detached prematurely when it was being retracted into the introducer sheath to reposition the microcatheter tip during placement. The microcatheter was withdrawn from the body, the prematurely detached subject coil was pushed out, and the same microcatheter was used to access the target site again to continue embolization. The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.